Event description:
(B)(4). Per consumer, has had chair for 4 years and the joystick is not working properly. Per consumer, when riding in the chair the amber light will keep blinking and then the chair will stop. Then, if you turn it back on, it blinks and the chair gives a service indicator signal. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m91 serial number/date code unknown. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.